Event description:
The patient was scheduled to have heart surgery and staff was unable to insert foley catheter. The urologist was called and an open cystotomy was performed. A urethrotome was used to attempt to release vessicle neck contracture. The blade broke off but was retrieved from the patient's bladder.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.